Manufacturer narrative:
Updated fields: b4, e1(initial reporter and event site email), e3, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirmed the failure. All pressure parameters were determined to be within acceptable range. The unit passed all functional tests and handed over to the user in good working conditions.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a pressure difference between cardiosave monitor and patient monitor. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.